Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophageal stent placement procedure on (B)(6), 2010. According to the complainant, during preparation outside the patient, as the device was being assembled the stent kinked. The device was taken apart and re-assembled several times; however each time the kink became worse. An attempt was made to assemble the device 'the other way around'; however the stent still kinked. The procedure was aborted at this time, as another polyflex esophageal stent was not available. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned stent did not reveal any obvious signs of contamination, discoloration, missing parts or design irregularities. The stent was white in color which is within specification, and the radiopaque markings were clearly visible. The mesh at the end of the stent body was found to be partially destroyed, which most likely occured during preparation for the procedure. Close examination of the delivery system did not reveal any irregularities. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophageal stent placement procedure on (B)(6) 2010. According to the complainant, during preparation outside the patient, as the device was being assembled the stent kinked. The device was taken apart and re-assembled several times; however each time the kink became worse. An attempt was made to assemble the device "the other way around"; however the stent still kinked. The procedure was aborted at this time, as another polyflex esophageal stent was not available. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.